Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance (pmv) received two endo stitch 10 mm suturing devices, opened by the account with the appropriate display box. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instruments. Both instruments had a bent blade. Witness marks from the needle tip impacting the bevel wall were observed on both instruments. Sheering was observed on the toggle switches of instrument two. The blade was bent back into place for both instruments. Both instruments were loaded with a pmv needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during an esophagectomy procedure, when using the first device, the jaws would not open completely. When using the second device, the needle kept falling out and would not load properly. To correct the condition, a new instrument was opened. No device fragment fell into the patient.